Event description:
A doctor reported a case of blood that had gotten into the canal of the flap, observed on an unknown patient eye same day post lasik flap generation. Doctor feels this event was clinically insignificant and indicated the blood was resolved without additional treatment. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).